Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited noise. On (B)(6) 2017, the lead was explanted and replaced. Patient was stable.